Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose, and her blood glucose was treated with an insulin drip. It was stated that the customer experienced symptoms of diabetes ketoacidosis. The caller mentioned that the insulin pump has not been functioning for three months. No further information was provided.